Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient's skin is warm to the touch around the device and the patient feels like the device "heats up" when they go for a walk. The device is still in use. No further patient complications have been reported as a result of this event.